Event description:
Click'x 3d head came off screw post-operatively as revealed on follow-up x-ray. Subject device remains in pt. Surgeon reported that "pt has had no sequela relative to this radiographic finding and in fact, they have achieved an excellent clinical result."